Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were trying to replace entire set but the insulin spilled inside the insulin pump. The customer¿s blood glucose level was 259 mg/dl. The customer was assisted with troubleshooting. Customer states there is fluid in the reservoir compartment, dried it with the air dryer. Customer states o ring inside the lip of the reservoir compartment was not missing and no cracks in insulin pump. Customer states they performed a self test and test did not pass, they run displacement test, it did not pass and reservoir piston was no longer moving. Advise customer to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. Moisture damage was found on the motor and force sensor during visual inspection. No moisture damage was found on the electronic assembly.